Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system safety shield failed to activate after the puncture. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Investigation summary: the batch record for lot# 8044406 was reviewed, no related abnormalities were found during the manufacturing process. A sample was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided, engineers identified a tilted v-clip being present on the device. Closer inspection revealed the molding of the tip-shield was deformed forcing the v-clip into an inoperable position. Investigation conclusion: the root cause for this deformation is the use of metal press head being used to push components into their set positions. To mitigate the reoccurrence of this issue, this metal component with a softer teflon component has been replaced.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system safety shield failed to activate after the puncture. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacturer: yes.

Event description:
It was reported that the bd pegasus safety closed IV catheter system safety shield failed to activate after the puncture. There was no report of exposure, injury, or medical intervention noted.